Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device had variable battery voltage. It was noted that on one day, the voltage read 2.73 ohms, and two days later it read 2.66 ohms. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.